Event description:
Philips received a complaint by the customer on the v60 indicating that the device was presented with a backup alarm failed alarm. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the customer's complaint. Pse was able to confirm the customer's complaint via the diagnostic log. The customer replaced the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Per the engineering report (ER), the issue of ls1 and backup alarm failure has been previously investigated. The central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil), and testing of this cpu pcba has been analyzed, the results of the testing of this cpu pcba resulted in a no problem found.